Event description:
Reportedly, the device delivered faster than programmed. At 1430, the device was set and started to deliver a solution of integrelin at rate of 5.5 ml/hr. At 2200, the bottle was found empty by night staff nurse. The customer was not sure but guessed it was 100 ml bag. There was no patient injury.